Event description:
Patient reported pump broke while she was attempting to administer the infusion. Patient did not provide any further details. No medication was lost in the process; hizentra prefilled syringe is intact. Pump serial number and expiration date are unknown as they were not reported. Unknown if the patient missed a dose or had an interruption to therapy. Unknown if an adverse event resulted due to the product issue. The pharmacy is replacing the pump. The pump is available for return. Unknown if md is aware. No additional information available.